Event description:
It was reported that caller experienced large air bubbles or gaps in infusion set tubing between t:lock and patient during pumping with tandem mobi system on a previous day. There was no adverse impact to the customer's blood glucose level. Caller resolved issue by changing cartridge and infusion set tubing, then resumed insulin, and technical support educated caller on removing bubbles from cartridge before loading and arranged to send requested replacement supplies.